Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy surgical procedure, the maryland bipolar forceps instrument had a broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the customer confirmed that the last use was on (B)(6) 2025, but the event date of when the issue was identified was (B)(6) 2025 during a sacrocolpopexy procedure with dr. (B)(6) and the instrument was not used at the procedure. The customer confirmed that the instrument was inspected prior to use. The instrument was not set on the operation tool tray since there was already a maryland bipolar forceps. After the procedure, all instruments were inspected before central reprocessing then this instrument was found to have the damage. The damage was first observed at central reprocessing after the operation on (B)(6) 2025. It was unknown if the wire was exposed due to damaged insulation. There was no information provided on type of damage seen on the instrument. The procedure was completed robotically with the backup instrument. No images or patient demographics available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.